Event description:
It was reported that during a preventative maintenance (pm) service inspection performed by a getinge authorized local dealer field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) was found to have blood in the pipeline. There was no patient involvement.

Manufacturer narrative:
A getinge authorized local dealer field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp, but was unable to reproduce the reported issue. The fse checked the external crm, balloon interface and other related pipelines, and did not find blood contamination. When the fse entered the engineering mode to confirm the error code, a preliminary determination was that the internal circuit board was abnormal. However, the fse reported that the actual function is normal. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).